Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A customer reported problems measuring with micrometer. The issue seems to be with the depth meter. Additional information has been requested.

Manufacturer narrative:
The root cause could not be identified by the investigation. (B)(4).